Manufacturer narrative:
Philips has investigated this complaint. Field service engineer (fse) inspected the system onsite and confirmed that the system was unable to produce fluoroscopy. A review of the system logfiles found that the ippc was not starting. Upon troubleshooting actions, fse identified that hard disks of the ippc were malfunctioning. Fse replaced the hard disks, reinstalled os on the ippc (image processing computer) and recreated the images store. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that during a procedure system was unable to x-ray. The device was in clinical use at the time of reported event. The patient was moved another room to perform the procedure. No harm was reported to philips.philips has started an investigation of this complaint.